Event description:
The customer reported via phone call that he had a high blood glucose but not hospitalized. Customer's blood glucose was 21 mmol/l. The customer was showing the following symptoms of sluggish and fuzzy. Customer was treated with insulin pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and teat. Customer was advised to call when tubing clamp received to perform high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.